Manufacturer narrative:
Corrections: h3 additional information: h6; component codes, type of investigations, findings, conclusions. Device evaluation: visual inspection of the devices reveals that they are jammed together and the drill tip is fractured. Potential cause: root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied under power. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a drill got caught in the barrel of a drill guide during surgery. The drill seemed to cold weld to the barrel because the wrong angle was taken during exit, and the tip of the drill broke off inside the guide. There was no harm experienced by the patient and the surgery was completed using another drill guide.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a drill got caught in the barrel of a drill guide during surgery. The drill seemed to cold weld to the barrel because the wrong angle was taken during exit, and the tip of the drill broke off inside the guide. There was no harm experienced by the patient and the surgery was completed using another drill guide.